Event description:
The pt (physician's husband) was injected with radiesse on (B)(6) 2011 during a training session with a merz field clinical specialist. The pt was injected with 0.4cc-0.6cc in the mid-face (over apex) and that is ok. Then the pt was injected in the lower sub-malar to fill hollows with 0.4cc-0.6cc. The left side started to blanch (with no pain), prophylactically warm compresses were applied and massage was performed. By the end of the session, the blanching had subsided. That night there was bilateral blanching. The pt woke up the next morning and was swollen and feverish and was placed on ampicillin, a tapering steroid dose (starting at 60 mg) and a diuretic. At that time the physician's diagnosis was cellulitis. On (B)(6) 2011, the area was better but soft, tender to the touch and the fever is gone. Also there was still white on both sides. There was a 2cm by 2cm white area, where the boluses are. The physician called the merz field clinical specialist on (B)(6) 2011, to state that the areas started to open on both sides (sloughing).

Manufacturer narrative:
(B)(4). On (B)(4) 2011, a merz contracted physician, dr. (B)(4) spoke to dr. (B)(6) and he stated that what she described sounds like a bilateral vascular occlusion with at least epidermolysis. Dr. (B)(4) and dr. (B)(6) spoke again on (B)(4) 2011. One side of the pt's submalar cheek was blanched immediately after injection and the second side blanched symmetrically the next day. Both cheeks now demonstrate epidermolysis according to dr. (B)(6). She is treating with a cream whose name she did not know and intermittently ointment. She was using tegaderm earlier. Dr. (B)(4) advised her to keep the wound open, apply aquaphor ointment to keep moist and shower twice daily for debridement. Dr. (B)(6) changed the pt's antibiotic to cipro yesterday ((B)(6) 2011) and has been giving him some kind of oxygen therapy. She feels that in some way it was defective product. Dr. (B)(4)feels it was bilateral intravascular injection with embolization, occlusion and necrosis.